Event description:
As reported, during a therapeutic endoscopic sphincterotomy (est) procedure when the kd-v431m-0720 was energized , the knife wire broke. The device was replaced with similar device and the intended procedure was completed with no harm or injury to the patient. No user injury reported. No health hazard has occurred.

Manufacturer narrative:
The subject device was received and evaluated. The model no. Was kd-v431m-0720. The lot number was 22k with supplementary information number of ¿03¿. (M-bc manufacture date: mar 11, 2022). Device evaluation, the following were noted: the cutting wire was broken. Investigation was carried out to confirm the broken portion. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. The following device history record with the lot no of the subject device was confirmed. No abnormalities found from the device history record of the items which relate to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. Instruction for use (IFU): this instruction manual (drawing no. Gk6224, revision no.8) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. However; the exact cause of the problem could not be conclusively identified. High frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide the unique identifier (UDI) number in d4.